Manufacturer narrative:
Concomitant products: product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2016, product type: extension.

Event description:
The healthcare provider (hcp) reported that the patient fell on (B)(6) 2016 and experienced a buzzing and shocking type feeling in the neck on the right side. A screening cable was used to troubleshoot the lead and extension, which determined the extension was causing the issue due to high impedances over 40,000. The ins and extension were explanted and replaced as of date notified as a result. However, there were no issues related to the ins and it was confirmed to be replaced as the extension that was replaced was old. Indication for implant is movement disorders.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.